Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left accessory vein. The 7x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion with difficulty noted with the anatomy. The balloon ruptured and separated during first inflation at 16 atmospheres (atm). A snare was used to remove the device as it was stuck on the non-abbott guide wire. Another armada 35 pta catheter was used, but it failed to open the lesion despite there being no issues with the device. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty advancing the device and entrapment of device could not be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, difficulty advancing the device, separation, entrapment of device, and unexpected medical intervention appear to be related to circumstances of the procedure. It was reported that the balloon dilatation catheter interacted with the patient¿s challenging anatomy resulting in the reported difficulty advancing the device. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the patient¿s challenging anatomy, such that the balloon became damages and ruptured. In addition, the resistance noted during removal was likely the result of the ruptured balloon material catching on the anatomy and/or accessory device during removal and becoming stuck. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.